Manufacturer narrative:
Exemption number (B)(4). B. Braun medical, inc. Is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4) (the importer). This report has been identified as b. Braun (B)(4) internal report # (B)(4). The actual device in the reported incident was not returned for evaluation. Without the actual sample a thorough investigation could not be performed. No specific conclusions can be drawn. There are no other reports of this nature against the reported lot number. Batch record review of the reported lot number did not reveal any abnormalities or nonconformances of this nature during inprocess or final control inspection. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available information has been forwarded to the actual manufacturer for further evaluation. A follow up report will be filed if the sample or additional pertinent information becomes available.

Event description:
As reported by the user facility: reports safety mechanism did not activate and there was a needle stick. Additional information provided by the nurse manager indicates the incident occurred while cleaning up after the IV was placed. When employee looked at the needle tip that stuck her, the clip was displaced. Employee followed post exposure protocol and it is not believed any further follow-up is needed at this time.